Manufacturer narrative:
Batch review performed on 12 january 2026. Reverse shoulder system 04.01.0169 glenosphere - d 36x24.5 (k170452) lot 2204140: (B)(4) items manufactured and released on 1-jun-2022. Expiration date: 19-may-2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0119 humeral reverse hc liner d 36/+0mm (k170452) lot 2214337: (B)(4) items manufactured and released on 09-sep-2022. Expiration date: 23-aug-2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation. Approximately three years after the primary procedure, the patient presented with pain associated with a dislocation of the liner from the glenosphere. The exact cause of this event remains unknown. During the revision surgery, the surgeon elected to upsize both the liner and the glenosphere. Such occurrences are considered consistent with physiological progression of soft tissue degeneration. Based on the information currently available, no further conclusions can be drawn regarding alternative causes or device malfunction. Root cause: the dislocation is a literature-described adverse events following joint arthroplasty. The exact cause could not be determined; however, there is no evidence to suggest that a device design or manufacturing defect contributed to the event, which is most likely related to physiological changes and soft tissue degeneration over time.

Event description:
At about 3 years from the primary, the patient came in reporting pain due to dislocation of the liner from the glenosphere and the cause is unknown. The surgeon upsized the liner and glenosphere. The surgery was completed successfully.